Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to oversensing of noise. The patient was undergoing surgery and electrocautery was used without applying a magnet to the device. The device detected the electrocautery as noise. The device remains in use. No further patient complications have been reported as a result of this event.